Manufacturer narrative:
Suspect castor received back for analysis. As reported, the caster attachment bolt has been broken off. A mechanical malfunction directly caused the event.

Event description:
A medtronic representative reported a navigation system with a front right-side caster that was broken during shipping. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative performed a navigation system check-out, software & instruments areas passed. Failed hardware area: verify all locking casters are working. Replaced broken caster after removal of stud from threaded hole. Issue resolved. Return of suspect caster to manufacturer for analysis is not expected.